Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in the reported material rupture; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca). A 3.00x12mm nc trek rx balloon dilatation catheter (bdc) was advanced for post-dilatation without resistance. The balloon was inflated once at 14 atmospheres (atms) however, it ruptured. The bdc was removed without issue and the procedure was successfully completed with an unspecified same size balloon. There were no adverse patient effects and no clinically significant delay reported in the procedure. No additional information was provided.